Event description:
It was reported that during a follow up visit of the patient noise reversions could be detected. No noised could be reproduced from pocket manipulation or isometrics. The physician will continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.